Manufacturer narrative:
G4: 03nov2020; b4: (B)(6) 2020. The device problem was reported to have occurred during clinical use at the time it was discovered. Additionally, there was no patient or user harm reported. There was no delay to patient therapy, and the defective device was immediately replaced by another working device when the failure occurred. The reported problem was confirmed and duplicated by the customer. Based on the customer's information, the philips remote service engineer advised the customer to replace the unit interface (ui) printed circuit board assembly (pcba). The customer ordered the part; however, the part was reported to have been lost within the hospital system. Caller rejected further assistance and stated he would contact philips if any further assistance is needed. Multiple good faith efforts were made to obtain information regarding the device repair, diagnostic report, and operational status with no response from the reporter and therefore cannot be determined: 1. (B)(6) 2020 @ 01:53 am emailed (B)(6) ; 2. (B)(6) 2020 @ 08:03 am emailed (B)(6) ; 3. (B)(6) 2020 @ 08:12 am emailed (B)(6) ; 4. (B)(6) 2020 @ 2:27 pm emailed (B)(6) . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
The customer reported that the power board was not working due to the unit not being able to power down via normal measures. It was reported that the device would only power down by unplugging the unit or draining the battery. The device was reported as not in clinical use at the time the issue was discovered. Additionally, there was no patient or user harm reported.